Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving unspecified variating low sensor scans when compared to a competitor meter. The customer experienced symptoms described as ¿wondering¿, shaking, and pain. The customer was seen at a hospital where he was hospitalized from (B)(6) 2021 to (B)(6) 2021 and received unspecified treatment. The customer was discharged from the hospital no further information. There was no report of death or permanent injury associated with this event.